Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. Pairing testing was performed and the test passed. Functional testing was performed and there was no failure detected related to the complaint. Additionally, a review of the downloaded receiver log did not confirm the reported event of an unrecoverable loss of antenna passed threshold. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a permanent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported. The complaint device has been received for evaluation. Additionally, the transmitter (5214164/6feq0) being used at the time of the event was returned. A follow up report will be submitted once the evaluation has been completed.